Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device fired, cut and stapled correctly. The surgeon felt that the shape of the doughnut was strange---half circle of doughnut was too big. The surgeon did not perform a leak test but hand stitched the anastamosis to control any bleeding from staple line. A fistula developed at site of anastamosis when the surgeon placed the vaginal wall along with the prolapsed mucous membrane, into the device housing while firing.). A temporary colostomy was created to control leakage.